Manufacturer narrative:
The battery was returned for evaluation. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. The returned battery passed external visual inspection but failed functional testing. Upon receipt the battery was unresponsive. Supplemental tests revealed that there was a communication error between the integrated chip (ic) that controls the battery and the ic that measures the cell pair voltages and provides safety protection. As such the safety protection mechanism was activated causing the battery to temporarily shut down. A software reset of the u2 integrated chip restored the battery back to normal operating conditions. The most likely root cause of the reported event can be attributed to the communication error that causes the safety protection mechanism to shut down the battery. Per instructions for use: the instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. Additionally there is a warning to keep spare, fully charged batteries and back up controller available at all time. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The submission of this report or related information to the FDA, and its release by FDA, does not reflect a conclusion by the party submitting this report or the FDA that the report or related information is an admission that the manufacturer, their employees, or the device caused or contributed to the reportable event. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
It was reported by the  patient that when he plugged this battery to the controller it was not recognized. This only occurred with this particular battery and it occurred on either power port of the controller. Log files and pictures were sent. The battery was exchanged with out issue to the patient. No further information was provided.